Manufacturer narrative:
The intraclude device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. Changes in vascular tone may result in variations of balloon occlusion pressure. It is not unusual for the surgical teams to have to add volume during the case to ensure occlusion. If this routine trouble shooting is unsuccessful and a change in operative strategy (the placement of an external cross clamp, having to exchange the device after bypass is initiated) is required, this event will be reportable. In this case, it was reported that extra volume was added to the balloon at regular bases to keep it occlusive and in place. In this case, the risk of a change in the operative strategy was not remote. Minimal information regarding this procedure was received and attempts to get additional information have been unsuccessful. If new information becomes available or the device is returned for evaluation, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that issues were experienced during the use of intra-aortic occlusion catheter. As reported, the balloon pressure went down quite fast without a 100% occlusion of the balloon. There was migration of the balloon and low balloon pressure. They had to give on regular bases extra volume to the balloon to keep it occlusive and in place. The issue occurred during 2-3 cases.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
An engineering evaluation was performed. A manufacturing, design, labeling, and IFU defect were not able to be confirmed. As the device was not returned for evaluation, the alleged defect cannot be confirmed and the root cause cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.